Manufacturer narrative:
The navigation system was not evaluated because a system reboot resolved the reported issue. Device manufacturing date was unavailable at time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during planned maintenance (pm) the system was stuck in the ¿loading please wait¿ bootup screen when attempting to get into the administrator. This lasted for about 10 minutes, and then a reboot resolved the issue. This issue was noted outside of a procedure, and there was no patient involvement.